Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "the primary IV tubing malfunctioned. The blue valve in the port closest to the patient pushed out through end of port and intravenous fluids leaking out." An incomplete date of event of (B)(6) 2019 was provided. No patient impact.